Event description:
Device is charred and 3rd and 4th contacts on the left side of the connector strip are blackened. No melting of plastic. No treatment. A request was made for the return of the suspect device and replacement product was sent.